Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As result, the patient underwent a surgery wherein the crt-d was explanted and replaced. The device was disposed after the procedure. No additional adverse patient effects were reported.